Event description:
The pt reported that he experienced extreme pain, swelling, poor heating of the incision and then infection that led to the revision. He was calling to report that he had problems with this hip and had it replaced.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.